Event description:
A user facility biomedical technician (biomed) reported that the dialyzer clotted during the patient¿s hemodialysis (hd) treatment on a fresenius (B)(4) machine. The biomed replaced the level detector module to resolve the reported issue. Additional information was requested, however a response was not received. It was initially reported that the patient did not experience an adverse event or serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts nor samples were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.